Event description:
During the middle of a hta procedure, machine showed on screen that there was a cassette failure. We followed directions to next step. Machine stated cooling down process was starting. Temp on machine still stating 81 degrees, then showed on screen that procedure was done. Sheeth remained inside of pt while dr talked to rep on line to make sure it was safe to remove sheeth from pt. Tubing going into pt was cool to touch. Sheeth removed by dr. FDA safety report ID# (B)(4).